Manufacturer narrative:
The packaging was discarded for this unit and the lot # could not be determined. A sample was not available from the site, however, this is the same issue that was reported in MDR 2242551-2011-00002. It was determined that a plastic membrane occluded the majority of the internal opening of the filters. The affected products were placed on ship hold to contain the defect. All potentially affected parts still in ge healthcare's possession have been reworked and re-inspected per a new test procedure. Ge healthcare has initiated a recall of the potentially defective units under correction / removal number: 2242551-04/29/11-004-r. Device manufacture date is not known as the circuit lot was not recorded by the end user. However, from evaluation it was determined that the filter was manufactured between 01/12/2011 and 01/25/2011. The date of the first discovery of this issue at the site is unk. This site stated that they had discovered the issue before receiving the recall notice, but only contacted a ge healthcare representative after receiving the recall notice.

Event description:
It was reported that during testing of anes circuits by the site, the clinicians noticed occlusion of the 5701 hme filters within anesthesia circuits. No pt involvement was reported.